Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged during a routine follow up. This lead also exhibited a decrease in sensing and loss of capture. A lead repositioning procedure was scheduled. This lead was repositioned and remains service. Other than undergoing the reposition procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged during a routine follow up. This lead also exhibited a decrease in sensing and loss of capture. A lead repositioning procedure was scheduled. This lead remains service. No adverse patient effects were reported.